Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a cardboard box. The lot number w4622222 was marked on the dilator. Our evaluation of the product said to be involved did not confirm the report. A visual examination of the product said to be involved found that the metal radiopaque band was still in place inside the dilator tip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device found the metal band remains in position inside the tip of the dilator. A definitive cause for the reported observation could not be determined because the product said to be involved passed the visual verification. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all savary-gilliard esophageal dilators are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook savary-gilliard dilator. It was reported that the dilator [savary-gilliard] performed as expected during the procedure. However, while the internal channel was being cleaned with the brush, the tiny metal tip came out of the dilator. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.